Manufacturer narrative:
This report is submitted july 11, 2018.

Event description:
Per the surgeon, the patient developed an infection resulting in the decision to explant the device on (B)(6) 2018. It is unknown if there are any plans to reimplant the patient with a new device as of the date of this report.